Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a ventilator was identified of having a touchscreen issue. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse), who confirmed the reported issue. The fse replaced the touchscreen, air inlet filters, and coolers. Additionally, the internal battery was replaced due to surpassing the recommended age. The client's configuration was maintained. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily to assure proper device. Multiple attempts were made to obtain information regarding patient involvement and contextual use of the device, with no response from the reporter. No patient or user harm was reported.